Event description:
Lot number of the device listed as unknown. The device is listed as not available for analysis.in general, it has been our experience that the flow difficulty described is often due to gels or clots in the red cell unit being filtered. Additionally, blood which is sickledex positive may cause difficulty in filtration, related to changes in erythrocyte distensibility.